Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the unspecified bd¿ pen needle was unable to deliver medication. The following was received by the initial reporter: consumer reported patient end of pen needle is bending when he takes injection stated, his blood sugar has been between 107-145 for last two days stated, he is rotating the different injection sites when asked to provide information from box, consumer stated, he and his wife are (B)(6) yrs and have poor eyesight. Stated, the pen needles are called, "ultra fine" could not provide any additional product information.

Manufacturer narrative:
The following fields have been updated due to additional information: b.5. Describe event: corrected common device name: bd ultra-fine¿ pen needle. D.2a. Common device name: bd ultra-fine¿ pen needle. D.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 15dec2023. H.6. Investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was not able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required. H3 other text : see h.10.

Event description:
It was reported that the bd ultra-fine¿ pen needle was unable to deliver medication. The following was received by the initial reporter: consumer reported patient end of pen needle is bending when he takes injection stated, his blood sugar has been between 107-145 for last two days stated, he is rotating the different injection sites when asked to provide information from box, consumer stated, he and his wife are 91yrs and have poor eyesight. Stated, the pen needles are called, "ultra fine" could not provide any additional product information.